Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the nurse that the customer was hospitalized for a couple days on (B)(6) 2016 and had an insulin pump that was not recording their blood sugar. Customer stated that he felt that he was unable to get up the floor for 24 hours before anyone found him. Customer stated that his sister came down but wasn't able to get him off the floor. Customer's blood glucose has been running on 600 mg/dl. Customer was admitted to the hospital and his blood glucose was 263 mg/dl at the time of the incident. Customer's current blood glucose was 78 mg/dl. Customer had a back-up plan of insulin pen and insulin. Customer treated with the pump. Customer stated that his blood glucose was 263 mg/dl at the time of the 911 call. Customer had low blood glucose and was given an IV drip then put on sliding scale coverage. Customer was wearing the pump at the time of the 911 call. Customer's blood sugar was running between 100-300 mg/dl. The customer stated that the displacement test did pass.